Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a flutter procedure, the parameters on the remote control could not be changed and the nurse felt an electric current when she touched it. An attempt to switch it off and on did not resolve the issue they disconnected the remote control and finished the procedure by changing the parameters on the generator itself.